Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant of the cardiac resynchronization therapy pacemaker (crt-p) system the patient developed sepsis. The device system was explanted. No further patient complications have been reported as a result of this event.